Manufacturer narrative:
Section h10: (h3) the evaluation noted that the fractured lpi impactor handle reported in (B)(4) was likely the result of the inherent potential for such breakage in the design and being exposed to high impaction forces required during implant surgeries.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, when the surgeon inserted logic femoral trial to the femur using the lpi femoral impactor assembled this lpi impactor hand and a mallet, the impactor handle had been fractured into two pieces at the part where the blue colored plastic part was not supported by any metallic parts. Then when the final femoral component (implant) was inserted, the surgeon impacted the rest of the blue colored plastic part fixed to the metallic part by a mallet had the part been completely broken into 3 pieces. The operation time was extended by approx. 10 min due to this incident, but the femoral component was seated to the femur without any problem. Device is to be returned. Update 03-june-2020: we answer the two questions: are we reading the experience report correctly. The surgeon used the lpi instrument and broke it in half, into two separate pieces. Then the surgeon continued to use the instrument while broken which it then broke it into 3 additional pieces? Yes, that¿s right. Did any pieces fall into the wound site? No.